Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "(B)(6) says the patient developed blueish discoloration of the fingers and hand a few hours following the insertion of the arterial catheter.".

Manufacturer narrative:
Qn# (B)(4). The customer provided two photos for analysis. The complaint of patient/user complication was able to be confirmed by the photos as they revealed a discoloration of the fingers and hands. No visual evidence of the arterial catheter in use was provided. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The complaint of patient/user complication was able to be confirmed by the customer photos as they revealed a discoloration of the fingers and hands. No visual evidence of the arterial catheter in use was provided. Additionally, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "in brachial procedures, collateral flow cannot be guaranteed, and therefore intravascular clotting can result in tissue necrosis. In radial artery procedures, practitioners must ascertain that definite evidence of collateral ulnar flow exists". Without the device to evaluate, the probable cause of the patient discoloration could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "sr teffo says the patient developed blueish discoloration of the fingers and hand a few hours following the insertion of the arterial catheter."